Manufacturer narrative:
(B)(4). The components of the complaint device is en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow-up report upon receipt of the device and completion of our investigation.

Event description:
A hosp in (B)(6) reported that the heater head of an iw934 cosycot infant warmer is damaged. No pt consequence was reported.